Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedances on the left ventricular (lv) lead. At implant, impedances were 1300 ohms and now, they have been trending between 1900 and 2000 ohms. At this time, the system remains in service. No adverse patient effects were reported.